Event description:
On (B)(4) 2013, a doctor reported that upon placing the cover screw on #13i, the legacy3 implant displaced in to the patient's left maxillary sinus cavity. He also reported that adjacent implants placed at the same time are without complications. Implant was removed from sinus cavity.